Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pelvic array screw broke off. Surgical delay - =15 minutes. Case type: tha.

Event description:
Pelvic array screw broke off. Surgical delay =15 minutes. Case type: tha.

Manufacturer narrative:
Reported event: pelvic array screw broke off. Surgical delay =15 minutes. Case type: tha. Product evaluation and results: visual inspection: visual inspection shows the thumb screw fractured and separated from the rest of the array assembly. There was apparent 'necking' in an area between the threads and tightening feature. Failure mode confirmed. Dimensional inspection: dimensional inspection was not completed since visual inspection confirmed the fractured thumb screw. Material analysis: the material was confirmed during receiving inspection. Additional material analysis was not completed. Functional inspection: functional inspection was not performed as the failure mode was confirmed during visual inspection. Product history review: review of the product history records indicate 50 devices were manufactured under lot no 1945616 and accepted into final stock on 10/01/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in trackwise related to p/n 112230, lot 19450616 shows 2 additional complaints related to the failure in this investigation. These prs are (B)(4). Conclusions: visual inspection confirmed the fractured thumb screw. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.